Manufacturer narrative:
No devices were returned for examination. No radiographs or photographs received to confirm the event. No patient information has been received. Torque limiting devices used in this procedure were tested before and after the procedure and found to be within normal operating specifications. The root cause has not been determined and no conclusion can be drawn at this time. Labeling review: potential adverse events and complications "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Loss of fixation." Warnings, cautions and precautions: "confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization." "Final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis." : devices left in-situ.

Event description:
On (B)(6) 2016 a patient underwent a posterior fixation procedure from t2 to sacrum with no known complications. During a secondary procedure on (B)(6) 2016 it was noted that multiple lock screws were loose from the initial surgery. All lock screws were secured in a subsequent surgery. No patient injury was reported.